Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) exchanged the cell rinse tubes and a cell drying vacuum valve. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and crpl4 c-reactive protein gen.4 results for 3 patient samples on a cobas 6000 c 501 module. For sample 1, the initial crpl4 result was 80.9 mg/l. The repeat result was 113.9 mg/l. For sample 2, the initial na result was 251.1 mmol/l. The repeat result was 135 mmol/l. For sample 3, the initial na result was 251.6 mmol/l. The repeat result was 135 mmol/l. The initial results were not reported outside of the laboratory. The electrode and reagent lots and expiration dates were requested but not provided.